Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a fasle positive result on a direct nasopharyngeal swab (improswab microbiological transport swab) while using the ID now covid-19 assay on (B)(6) 2021. No repeat testing took place. Pcr confirmation testing the same day on a nasopharyngeal swab in mtu medium generated negative results. The customer confirmed the patient was asymptomatic. The patient underwent surgery for appendicitis. Per the customer there was no patient harm due to the test result. Additional information is unavailable at this time.

Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017891 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1017891 , test base part number 190-430 / lot: 1017891 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017891 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.